Event description:
Information was received indicating that a smiths cadd-ms3 ambulatory infusion pump malfunctioned by displaying an unknown alarm. Infusion was life sustaining and therapy was resumed using a back-up pump. There was no reported injury to the patient.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-ms 3 ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Functional testing involved powering up the pump and showed the pump exhibited an unknown alarm. On further investigation it was found that the rear housing of the pump was broken and would be replaced. The investigation determined that broken rear housing was the cause of the reported issue. Based on evidence and investigation, the complaint allegation was confirmed. Updated: concomitant medical products, device evaluated by MFR.